Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Caller reported that she met with the patient yesterday for the first time and he reported that 3-4 months ago, charge frequency changed. The patient was charging once per week for 4 hours. It switched to charging daily for 2-3 hours. The caller states reports confirm this activity and he has excellent coupling. Settings did not change. Patient was unaware of any overdischarges. A recharge interval calc based on 360pw, rate 50, amplitude 3, 4 anodes and 4 cathodes and a group impedance estimate of 300 and came up with ~15 days from full to empty. Based on the settings from the latest report, the recharge interval calculation is approximately 2 days, based on an estimate group impedance of 300. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep re-ran a recharge interval calc based on 4.5v, 300rate, 360pw, and 347ohms. The rep stated that she removed some electrodes from programming. Reviewed that the recharge interval 1.7-2.1 days, so that was normal. Tss reviewed it was unknown what his settings were the and pss was unable to obtain that from mdt file. Tss suggested adding cycling of 20 secs on and 20 secs off to increase the interval to 3.5-4 days. The caller will try this. The rep stated that the patient reported as his battery depleted to 1/4, he needed to increase his amplitude from 4 to 5 to get the same level of relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep worked with technical services and it was determined that the recharging intervals were normal. There were no factor that may have caused or contributed to the change in recharge frequency. Some reprogramming was done to reduce the recharge time, and the issue has been resolved. No further information was reported.